Event description:
Haemonetics received a complaint on (B)(6) 2013 for an orthopat device with the description "orthopat machine blood spill and smoke observed - bio-med removed cover and fluid ingress was observed." No pt injuries reported.

Manufacturer narrative:
The device was returned and evaluated. There was blood found internal to the device with damage to the key electronic components. The distribution/dvr cable, top deck pcb, power supply, controller pcb and compressor were damaged from the spill. There was minor burning on the controller pcb. This device has been cleaned, repaired and upgraded to the current fluid ingress remediation. (B)(4).